Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements, exceeding 125 ohms and reaching out-of-range values. Technical services (ts) reviewed the event and recommended further evaluation of the lead, as calcification was suspected. Continued monitoring of the patient was planned until a decision regarding the lead could be made. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
Explant performed.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements, exceeding 125 ohms and reaching out-of-range values. Technical services (ts) reviewed the event and recommended further evaluation of the lead, as calcification was suspected. Continued monitoring of the patient was planned until a decision regarding the lead could be made. Subsequently, a revision procedure was performed and the ra was explanted and replaced. No additional adverse patient effects were reported.